Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The hp was hospitalized for the peritonitis. The home patient was treated with unknown antibiotics, had her catheter removed (two days after diagnosis) and was switched to hemodialysis therapy. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique. The patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.